Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: after 3rd firing, the staples did not form properly. Additional manual suturing was done. Operative time was extended by more than 30 minutes. No patient info available.